Event description:
Approximately three months post lvad implantation, the patient reported that he had multiple alarms from his controller. When attempting to exchange a power source in port one, the controller display went blank. The pump stopped, but the audible alarm did not sound. When the power source was reconnected the controller powered up and the pump re-started. The log files are not available for review at this time. The patient was placed on a heparin drip as a precautionary measure and the controller and battery ((B)(4)) were exchanged for new ones. After exchange the same issue occurred with the second controller; therefore the controller ac adaptor was also exchanged. Investigation is ongoing.

Manufacturer narrative:
The controller and battery were returned to heartware for evaluation. The logs from (B)(4) showed power-loss and pump stop events, as well as controller fault and critical battery alarms. The returned controller showed a persistent controller fault alarm, but started and ran a pump motor reliably. Internal analysis found a failed capacitor on the power printed circuit board (pcb) that likely caused the temporary power-loss in the controller. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00512 and 3007042319-2013-00513) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. This is one of three reports (3007042319-2013-00512 and 00513) submitted for devices related to the same event.